Manufacturer narrative:
Additional information : the actual device was received for evaluation. A visual inspection was performed and found no evidence of leak on the device. Functional testing was performed by filling the device with green colored water. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked ¿at the blue luer lock level¿. The set was filled with 4050mg of fluorouracil (5-fu) and 159ml of sodium chloride (nacl) 0.9%. This was identified just before the administration to the patient. There was no patient involvement. No additional information is available.